Event description:
My tandem tslim pump has had continual occlusion alerts. The date I put in is the date of one of them, they happen about 5 times a week. I have given up on tandem and gone back to shots. I am also a member of a tandem facebook group and know I am not alone many people are having issues with continual occlusion alerts. I was up in the middle of the night 3 or 4 times a week. I have had to pull off the road to change things out several times. If I cleared the error and wasn't able to change it quickly, I was obviously still getting some insulin as my blood sugar only went into the 300s. Also it appears if the pump gave me a bolus that worked but if I tried to give myself a bolus it didn't work. I have tried new areas just in case scar tissue could be some of the problem and that didn't help. I have used true steel and veri soft, so I am guessing the problem is the tubing.